Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray regulator board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a saturation fault error message. This will likely result in a lock up situation. There are no reports of pt injury or death associated with this event.